Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a plastic bag containing medications had spilled into drawers 5 and 6. This resulted in the controller board for the matrix drawer shorting out and emitting smoke. A field service engineer was required to replace eight components in drawers 5 and 6 to to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system experienced a drawer failure, which caused a burning smell from the device. The customer reported that they opened the back panel and discovered liquid from a broken medication bag on the electronics, along with burn marks. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.